Manufacturer narrative:
Email is: (B)(6). H6 - evaluation codes updated. Device evaluation: no sample was returned for investigation, a photo of the reported condition was added for investigation. According to what is observed in the photo, it is identified that the tip of the tube has a lot of wear and it is confirmed that the tube is ripped in the area where the tube begins. The complaint is confirmed based on what is seen in the photo. Based on the analysis conducted in the photo provided, this type of condition can be generated during reprocessing of samples for subsequent uses due to improper handling or use of lubricants or cleaning solutions not recommended. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. If the sample is returned, the investigation will be reopened to complement the analysis of the affected device. No lot number was provided, therefore no device history report (DHR) review could be performed.

Event description:
It was reported that the customer had a broken bivona flextend size 5.0, however they have no longer the box so the serial and item number is unknown. They ordered and delivered in the community setting. The tube had been cleaned 5 times and was on its last used when the breakage was noticed, the tube was changed. It was not involved in any major incidents.

Manufacturer narrative:
Other, other text: b3: date of event, d4: catalog number, lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.